Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristics is male/78 years old. Of note, multiple patients/multiple manufacturers/multiple methods were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers/manufacturer/method. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:"costs and long-term outcomes following pulmonary vein isolation for atrial fibrillation in elderly patients using second-generation cryoballoon vs. Open-irrigated radiofrequency in china" journal of interventional cardiac electrophysiology. 2020. Doi.org/10.1007/s10840-019-00697-7. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during a cryoablation procedure: two (2) patients developed groin hematomas that did not require further intervention. One (1) patient experienced a stroke where emergency cerebrovascular revascularization was successfully performed. One (1) patient experienced transient phrenic nerve palsy (pnp) which resolved within 3 days of the procedure. One (1) patient developed a pericardial tamponade that required additional surgical treatment other than a pericardiocentesis. The status of the catheters is unknown. Follow up is being conducted for additional information on the catheters. No further patient complications have been reported as a result of this event.